Event description:
Health professional reported that during pt treatment with zyderm the needle completely disengaged from the syringe. There was no injury to the pt or injector.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010.